Event description:
Eighteen days post treatment with collagen, the patient experienced swelling, redness, itchiness and pain at injection sites. The physician treated them with decadron and benadryl orally.